Manufacturer narrative:
Event date: 2016. (B)(6). The device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and a crack on the rim of the minicap was noted. All box dimensions on the returned sample was measured and passed. Functional testing was performed which included leak testing. The device failed for leak testing. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This was found after use. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
The initial submission is being corrected to 08/17/2016. Should additional relevant information become available, a supplemental report will be submitted.